Event description:
Olympus was informed of the following event via (B)(4). The customer reported the surgeon introduced the subject device through the mouth with the intention of advancing it into the bile ducts. As the scope was being advanced through the oropharynx, there was a mucosal tear at the cricopharyngeal area and the procedure was aborted. This event includes 2 reports: (B)(6) : tjf-q190v, (B)(4). (B)(6) : maj-2315, unknown lot. This report is 1 of 2.